Event description:
It was reported that the patient's foot slipped and they fell, striking their nose in their garage. Due to left ventricular assist device (lvad) and coumadin (warfarin), they reached out to a vad coordinator who recommended to go to an emergency department to get assessed and they presented to an outside hospital on (B)(6) 2023. They had some bleeding from the top and right side of their nares. The patient did not lose consciousness and denied headache, shortness of breath, chest, back, and extremity pain, or had any other complaints. The event resolved without sequelae on the same day.

Manufacturer narrative:
Patient date of birth redacted from clinical study. Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.